Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number(B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) air in line tests were performed with 0.4 ml air bubble, and all three (3) times the pump alarmed air in line. Air sensor tests with both air and fluid were performed, all results were within specification. A delivery accuracy test was also performed, which performed within specification with no interruptions or alarms. The history log files were also reviewed, and showed no abnormalities that would indicate the pump was not performing with specification. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
Additional information received from user facility: the pump did not alarm during tube loading and priming. Then the pump was started at a rate of 6.5 ml/hr and operated without interruption for 29 minutes until it alarmed for a downstream occlusion. But the patient event occurred at about the same time as the priming. The initial appearance of air appeared via cxr located within the heart (I cannot comment on specific location) with branching lucencies over the inferior portion of the hepatic shadow. A CT brain that night showed "venous air" according to the radiology reading with MRI the next day not commenting on it. Questioned for portal venous gas. Current patient status: patient is in stable condition on 2 antiepileptic medications. She is in room air. She is tolerating full gavage feedings.

Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Attempts are being made to get the device involved returned for evaluation, to get additional information on the incident, and to find out the patient outcome. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: reports 34 week, premature female had air embolism. Nurse primed set via pump. Infused for two (2) purge cycles, but the second cycle was interrupted before completion (per pump log). Attached set to umbilical catheter and began maintenance infusion. At this time patient had cardiovascular event requiring CPR, neonatal resuscitation. Patient intubated and mechanical ventilation started. X-ray and CT scan confirmed air in ventricle, heart and liver vessels. Thoracentesis and cardiac tap performed. Patient outcome is not known at this time. Customer did not know of any other invasive devices other than umbilical catheter in use on patient at time of incident.